Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device stopped infusing without alarm. There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions,f26 - no health consequences or impact,a141204 - pumping stopped (1503),b17 - device not returned,c20 - no findings available,b21 - type of investigation not yet determined,d15 - cause not established,c21 - results pending completion of investigation,d16 - conclusion not yet available. Correction: describe event or problem,concomitant med prod/dates. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd .

Event description:
It was reported an over infusion event that the clinician noticed at 1915. The argatroban 50ml bottle was set up as primary and programmed at a rate of 0.96ml/hr, volume to be infused 40ml. It was noted that the device stopped infusing without alarm. There was patient involvement and as a result of the event, the patient required transfusion of platelets, fresh frozen plasma, hemodialysis, and serial laboratory tests. The patient did not have any long term effects.

Event description:
It was reported an over infusion event that the clinician noticed at 1915. The argatroban 50ml bottle was set up as primary and programmed at a rate of 0.96ml/hr, volume to be infused 40ml. It was noted that the device stopped infusing without alarm. There was patient involvement and as a result of the event, the patient required transfusion of platelets, fresh frozen plasma, hemodialysis, and serial laboratory tests. The patient did not have any long term effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an over infusion event that the clinician noticed at 1915. The argatroban 50ml bottle was set up as primary and programmed at a rate of 0.96ml/hr, volume to be infused 40ml. It was noted that the device stopped infusing without alarm. There was patient involvement and as a result of the event, the patient required transfusion of platelets, fresh frozen plasma, hemodialysis, and serial laboratory tests. The patient did not have any long term effects.

Event description:
It was reported an over infusion event that the clinician noticed at 1915. The argatroban 50ml bottle was set up as primary and programmed at a rate of 0.96ml/hr, volume to be infused 40ml. It was noted that the device stopped infusing without alarm. There was patient involvement and as a result of the event, the patient required transfusion of platelets, fresh frozen plasma, "hd", and serial laboratory tests.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.